Manufacturer narrative:
Concomitant medical product: model: 2187-85, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor field representative inquired if there were any advisories/field actions against the patient's right ventricular (rv) lead. The caller was informed there were no advisories/field actions against the lead. The field rep reported that the patients rv lead exhibited oversensing, high impedance spikes and a suspected "lead failure." The lead currently remains in use. No patient complications have been reported as a result of this event.